Event description:
Reported as "iab abrasion- iab removed". It was reported that the staff called to report an iab abrasion. "The catheter has already been removed and replaced. There were helium loss alarms with flecks of blood noted in the gas line tubing. Iab removal and reinsertion were without incident or issue. Patient is currently stable on pump." Further information states that the original iab catheter was inserted in the left femoral artery and the second iab catheter was inserted in the right femoral artery. Additionally, the report states that there was "no patient injury or consequence" and the patient condition is "fine."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "iab abrasion- iab removed". It was reported that the staff called to report an iab abrasion. "The catheter has already been removed and replaced. There were helium loss alarms with flecks of blood noted in the gas line tubing. Iab removal and reinsertion were without incident or issue. Patient is currently stable on pump." Further information states that the original iab catheter was inserted in the left femoral artery and the second iab catheter was inserted in the right femoral artery. Additionally, the report states that there was "no patient injury or consequence" and the patient condition is "fine".